Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported high defib impedance was noted on the right ventricular (rv) lead. No further information was reported.

Event description:
New information indicates that no intervention was made. The patient was in stable condition with no adverse events.